Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements of more than 2500 ohms. All other electrical measurements were normal and stable. The patient is currently under remote monitoring. No adverse patient effects were reported.